Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue was with the vacuum set point reading and suspected the issue to be with the vacuum inlet filter. The fse replaced the vacuum inlet filter and the vacuum set point was showing accurately. The unit passed all necessary testing including functional and safety and was returned in working condition. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective muffler,1/8 npt. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed as the part was retained by the customer. Probable root cause: component reliability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump unit had intermittently showing iab catheter restriction error. There was no patient involvement reported.